Event description:
During a case the activation button for coagulation became stuck while engaged, the button was depressed several times during the case. No patient impact or injury. Traditional electrocautery utilized to complete the case.

Manufacturer narrative:
(B)(4). Method: device scheduled to be returned but had not been received by manufacturer for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.